Event description:
It was reported that non sustained right ventricular oversensing determined to be due to intermittent loss of capture was observed on the implantable cardioverter defibrillator (ICD). Further testing for capture in clinic was recommended. Information received notes the patient was in hospice for terminal care. It was not certain whether the patient would present for additional testing or treatment. There were no known patient consequences at this time.